Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Hypocupremia [copper deficiency]. Case description: an attorney reported that their female client, now age (B)(6), used fixodent denture adhesive, form/version unk, unspecified total daily use as intended to hold dentures that she received approximately 8 years ago and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities; excess zinc and resulting copper depletion, and hypocupremia. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer (received dentures approximately 8 years ago). No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.